Event description:
It was reported a patient improperly disconnected the heater line of a homechoice (hc) set with cassette during the fill stage of peritoneal dialysis (pd) therapy resulting in a check heater line alarm on the hc. The patient had disconnected the heater bag to check the supplies. During troubleshooting, the technical service representative (tsr) advised the patient to start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who improperly disconnected from therapy creating a breach in aseptic technique. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.